Event description:
During a lower extremity intervention a contralateral approach, the introducer separated when the physician attempted to advance distally into the superficial femoral artery. Additional information provided on 24 march 2015: the device did not separate completely and the physician was able to pull it out in one piece. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.